Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not connecting to the network and was in critical override. A field service engineer inspected the station and found the data cord unplugged, plugged the cable back into the medstation and logged into pyxis. From the desktop, the fse opened command prompt and confirmed the internet protocol (ip) address, verifying communication with the server, then rebooted pyxis. And in the application, the customer logged in and navigated to synchronization settings, where messages were observed draining. With approximately 30 hours of messages to process, checked the barcode scanner base and tightened the half height drawer front plates. Tested in command prompt, and the critical override icon disappeared. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fmc-4gen2 pyxis did not connect to the network, entered critical override, and after attempts to reboot and shut down, it still failed to connect. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.